Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary intervention treatment procedure, shaft fracture occurred. The target lesion was located in the right coronary artery (rca). After implantation of a 3.0x24mm promus element stent in the rca, the physician was going to post dilate using a 12mm x 3.50mm nc quantum apex balloon catheter, however, the shaft of the device fractured outside the patient's body. The procedure was completed with another 12mm x 3.50mm nc quantum apex balloon catheter. No patient complications were reported and the patient is fine.